Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a failed modular cable exchange. The modular cable was being exchanged due to cosmetic damage and rescue tape. The system controller was being exchanged due to extensive cosmetic damage and the pump running symbol being dim. It was noted that the patient was not compliant in taking care of their equipment. The new system controllers and the new modular cable were inspected prior to exchange and found to be in perfect condition. The new modular cable was connected to the new system controller and the new system controller was connected to the mobile power unit (mpu). The patients old modular cable was disconnected from the patient lead and immediately afterward the new modular cable was attempted to be connected to the patient lead however, there was a physical blockage preventing the new modular cable from being connected despite correct alignment. The patient became symptomatic with near syncope and shortness of breath. The old modular cable was reconnected, and the pump restarted. The patient regained full alertness and normal lab values, mean arterial pressure (map) of 84 and heart rate of 99, were restored. The patient was negative for neurological changes and regained a normal resting respiration rate of 20. The patient was discharged the same day and would follow-up with outside hospital (kaiser). Log files were submitted for review and captured pulsatility index (pi) events on 02apr2024 from 6:33 to 12:19. The log files also confirmed the driveline disconnect at 12:20:35. On (B)(6) 2024 the patient reported feeling better than during admission and feeling very well. The patient noted they were open t future equipment exchanges and had scheduled an appointment with outside hospital (kaiser).

Manufacturer narrative:
D1: brand name: corrected. D4: model number, catalog number, and UDI: corrected. Manufacturer's investigation conclusion: the report of difficulty reconnecting the driveline at the inline connectors could not be confirmed as no product or photos were received for evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log files are not applicable to the reported issue with the new modular cable and are fully reviewed under the investigation of the controller, serial (B)(6). It was reported that the modular cable would not be returned for evaluation. The relevant sections of the device history records for the modular cable, lot #9213779 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 2 "system operations" contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ no further information was provided. The manufacturer is closing the file on this event.